Manufacturer narrative:
Hardware low level failures confirmed in the pump history due to broken trace. Software low level failures found in the pump history due to software issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure during self test. The customer¿s blood glucose was 150 mg/dl. The troubleshooting was performed for software error detected alarm. The customer was reported that they were able to clear the alarm. The customer was advised that the insulin pump needed to be replaced the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.